Event description:
Line filter occluded on night shift. Changed out filter. Occluded again in the morning. Noted that fentanyl and versed had precipitated in the filter after filter failed. Also noted pt was awake and thrashing both times filter occluded.

Manufacturer narrative:
Root cause: it was determined that the millex-gp 33mm product was used incorrectly, causing damage to the product, during the adverse event. Millex-gp devices are intended to be used as syringe filters, but were incorrectly used as in-line IV filters, thus resulting in the adverse event. Conclusion: millipore is not planning a corrective action at this time. However, if you have questions regarding the application of millex filters please contact your millipore sales rep.